Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: the hammer did not work properly. The specialist expressed that when inserting the ten device, the insertion instruments did not work; were visibly damaged and deteriorated. He had to perform the insertion with pliers. The surgery was performed in 3 hours.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. Investigation has showed conformity of the part to specifications. The thread of the hammer guide is damaged due to exceeding applied mechanical force. It is possible the thread was not screwed in far enough and was damaged. The marks found on the head of the guide give us a clear indication that the slotted hammer has not been used accordingly, which is considered a handling fault. There is no apparent fault of material or manufacturing was detected.